Manufacturer narrative:
Concomitant medical products: product ID 8880t2, lot# , serial# (B)(6). Product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was explanted and destroyed.

Manufacturer narrative:
Concomitant medical products: product ID: 8880t2, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported an overstimulated patient. It was reported that the patient was overstimulated and when they decreased, the communicator fell. The communication was lost. They took the programmer of the patient to switch off after 15-20 seconds. Factors that may have led or contributed to the issue was that the batteries were out of the communicator. Actions taken including switching off with the patient programmer. The issue was resolved and no surgical intervention occurred or was planned. Additional information received reported that the remote control was dropped and the batteries were expelled from the case. The fall lead to a deregulation of the neurostimulator which sends maximum impulses by the implanted probes. The patient was in a state of tetanization of the right hemicorps and pain. They recovered on a bed in a room feeling palpitations but no blood test or cardiac check was performed. An x-ray showed a correct location of the electrodes at the medullary level. They returned home and felt palpitations. They noted a tachycardia at greater than 100. There was a cardiac examination on (B)(6), 2019 with a complaint of inspiro-dependent thoracic tip. Clinical examination resulted in ECG and cardiac echography without specific anomaly. Conclusion resulted in atypical chest pain, reassuring cardiac echography, and slight hyperlipidemia. The lead and neurostimulator had been removed on (B)(6), 2020. Before the removal, the patient's lower right side felt the effect of stimulation on their member. The incident made them lose confidence and created a certain apprehension and the fear of having side effects from the incident. The patient dropped the remote control for adjusting the neurostimulator.